Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the connector pins were broken. A replacement desktop charger was sent to the patient. The caller called back at a later date stating they still did not receive the replacement. The caller stated they needed it, because the patient had been in pain since friday morning when he could not use the recharger. Patient services consulted with repair and told the caller the package was scheduled to arrive that day. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the desktop charger (serial # (B)(4)) found that connector pin was broken all fdm and fdr codes apply to the desktop charger (serial # (B)(4)). Fdc code applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.